Manufacturer narrative:
Exact date is unknown/not provided. The surgery occurred in (B)(6) 2018. The intraocular lens remains implanted. An attempt has been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a post operative result of f5 with the symfony lens. The patient had no comorbidities. Visual acuity pre-op (right eye) -3,25 -0,75 170° (20/20). Visual acuity pre-op (left eye) -3,25 -1,50 180° (20/20)(addition +2,00 j1). Other exams were done pre-op without significant changes. Patient was aware of possible astigmatism in postoperative left eye and that it would be solved with laser treatment if she wanted to. Both surgeries performed in the month of march without complication. After 1 week of the last surgery, the patient reported that she did not have good vision for near in both eyes, but good vision for far. In the last visit she had right eye 20/20 and left eye 20/25 and j5 without correction, and both eyes 20/20 and partial j4 with correction for far. The doctor had to give her an addition of +2.50. Her final degree was right eye -0.25 -0.75 170 ° and left eye +0.50 -1.75 175 °. Lens well centered without opacities. No additional information was provided to johnson and johnson surgical vision, inc. Note: 2 MDR's will be provided, one for each affected eye. This report captures the event pertaining to the right eye.

Manufacturer narrative:
This supplemental report pertains to iol sn (B)(4): serial# (sn): (B)(4), catalog#: zxr00i0175, expiration date: 11/18/2021, UDI #: (B)(4). Device manufacture date: 11/18/2016. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to lens serial number, (B)(4); device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.